Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has indents on skin due to the garments fitting the patient incorrectly. Additionally, it was reported that the garment is rubbing against the patient causing the skin to peel. The patient's nurse requested that the patient wear larger garments. Follow up indicated that the distributor sent the patient larger garments and the skin irritation improved.